Event description:
It was reported that after implantation of durom cup, pt complained of pain in his hip, a revision surgery was the only option.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.